Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. A visual assessment was performed after disinfection; the working channel sleeve protruded. The working channel sleeve protruded when the small and large knobs were articulated in both directions. The distal tip was cut. The distal cap was removed. The working channel sleeve protruded from the pebax. The cutting fixture cut open the catheter, but also removed the unbonded portion of the working channel sleeve. Witness marks were noted on the pebax. The proximal threads of the braid remained attached to the pebax. The white area along bond a appears to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, the spyscope ds was used for electrohydraulic lithotripsy (ehl). During the procedure, the spyscope with a guidewire was advanced to the area near the stone, and then the guidewire was removed. When the ehl probe was advanced through the scope, the working channel sleeve of the scope was seen protruding. The working channel sleeve returned to its original state when the ehl probe and scope were removed from the body. The procedure was continued and completed using this device. There were no patient complications reported as a result of this event.